Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported following an unrelated procedure and ipg not being placed in surgery mode was unable to communicate with external devices and deemed ipg inoperable. It was also reported one of the leads had migrated and confirmed via x-ray. As such surgical intervention is planned to address the issue.

Event description:
Additional information received indicated that patients lead had not migrated but having high impedances and unable to place into MRI mode. Underwent surgical intervention, wherein both the leads and ipg were replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.